Event description:
It was reported that bd maxzero needless connector had connection issues the following information was received by the initial reporter with the following verbatim it was reported by customer that end cap on patient end of bd max zero is stuck and will not come off.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material mz1000-07 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.